Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00042. It was reported the patient ((B)(6)) was admitted to the hospital due to an infection. The patient was subsequently diagnosed with cellulitis and the drg system was explanted on (B)(6) 2016.